Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 50 mg/dl at the time of admission. Customer stated that he had a crohn's disease and the medication was causing his blood glucose to go low. Customer also stated that his quick-serter got misplaced at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-03419